Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implantation. The valve was deployed at 3-5mm. During deployment, the valve was re-sheathed two times. At release, the valve was at 3-4mm. During the procedure, after removing the delivery system, the patients blood pressure dropped. Epinephrine and norepinephrine were administered, and CPR was started. It was discovered by fluoroscopy that the valve had migrated out of the native annulus into the ascending aorta. The physician thinks that the migrated valve blocked a coronary artery or arteries. A second 23mm non abbott valve was then implanted. Circulation could not be recovered, and 35 minutes after CPR was started, CPR was stopped and the patient pronounced deceased. It is thought that the 2nd valve pressed the leaflets of the first valve into the left coronary artery. It is also thought that the patient death is due to the migration of the valve and following circumstances. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of drop in blood pressure, valve migrated out of the native annulus into the ascending aorta and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implantation. The valve was deployed at 3-5mm. During deployment, the valve was re-sheathed two times. At release, the valve was at 3-4mm. During the procedure, after removing the delivery system, the patients blood pressure dropped. Epinephrine and norepinephrine were administered, and CPR was started. It was discovered by fluoroscopy that the valve had migrated out of the native annulus into the ascending aorta. The physician thought that the migrated valve blocked a coronary artery or arteries. The 27mm navitor valve was not snared. A second 23mm non abbott valve was then implanted. Circulation could not be recovered, and 35 minutes after CPR was started, CPR was stopped and the patient pronounced deceased. It is thought that the 2nd valve pressed the leaflets of the first valve into the left coronary artery. It is also thought that the patient death is due to the migration of the valve and following circumstances. No additional information was provided.

Manufacturer narrative:
An event of drop in blood pressure, valve migrated out of the native annulus into the ascending aorta and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of reported incident could not be conclusively determined. A video was received from field that appeared to be taken during imaging which showed deployment of navitor valve with the distance marked at 3.76 mm. A blurred image taken from imaging appeared to show navitor valve that was approximately 80% deployed.